Event description:
The reporter stated that the unit overdelivered. The unit was set to deliver 2.4cc over 30 minutes and delivered 3.53cc in that time. No pt injury or treatment was associated with this event.